Manufacturer narrative:
One used insulin set was returned for product inspection. Visual inspection observed the soft cannula separated from itself at a location approximately 1mm from where it extends out from the base. The remaining length of cannula was not returned. Upon closer examination (5x to 40x magnification) of the cannula breaking point, the cannula appeared to have been pinched off. No visual abnormalities in cannula wall thickness were found. No defects in the device itself, other than the missing cannula length, was observed. Review of the device history records, relevant to the reported lot, revealed no non-conformities during manufacturing. The soft cannula was confirmed to be broken, but its exact root cause was not deduced. No evidence could be found to suggest the reported product fault was related to an intrinsic product defect. No corrective actions are planned at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during routine change of the listed device, the cannula appeared to be shorter; about 1/8th of an inch long. User suspect's cannula may have broken inside the skin; however no skin redness or change occurred following the event. Random blood sugars were noted during this time, but no adverse health outcome resulted.